Event description:
Customer reporting false positive sars results for 2 patients being discharged from the hospital to nursing home care. Customer states the results were confirmed negative by pcr. Report 2 of 2.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.